Event description:
It was reported that the customer had high blood glucose levels of 251 mg/dl. The customer reported a battery out limit alarm from the insulin pump after changing the battery of the insulin pump. The customer also reported a failed battery test alarm on the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer did not have a new battery to test. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction until they get new batteries for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.